Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1-8 not opening. A field service engineer (fse) manually removed mini drawers and drawer controller motors then cleaned motor sensors and drawer tracks. Then fse reinstalled drawers and controllers with connections properly reseated. The station was then rebooted, and the affected storage spaces were recovered. To verify the repair, diagnostic mode testing was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray drawers 1.1, 1.11, 1.12, 1.2, 1.4, 1.6 were failed to open or stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.